Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 119314 and manufacturing lot number ngkr4127. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngkr4127. Visual inspection noted the catheter balloon had ruptured measuring 0.2425. Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter had natural removal. Upon inspection, a hole was found in the balloon from where it leaked.

Manufacturer narrative:
Initial reporter facility name provided (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter had natural removal. Upon inspection, we found a hole in the balloon and leaked from there.